Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 wherein the cervical ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein both ipgs were not placed into surgery mode, the ipgs became inoperable. As a result, surgical intervention may be undertaken to address the issue.